Event description:
I had an essure tubal and I am now pregnant and I am also worried about the coils harming my unborn child or placenta at any point. Diagnosis or reason for use: permanent birth control.